Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was attempted through a tight patient anatomy near the clavicle, but was not implanted as the helix would never extend. A second rv lead was attempted and full helix extension was never noted despite approximately 20 turns. The helix was partially retracted then would not extend at all again. The second lead was removed and a third lead was successfully implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. It was noted that visual summary analysis of the lead indicated damage at implant. (B)(4).